Event description:
It was reported that during surgery, the unit was in need of repair as the handle was not turning freely. There was no patient impact or delay. Due diligence is complete as no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.